Manufacturer narrative:
Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, reportedly, reportedly, the (B)(6) 2021 revision of the legion knee replacement was due to aseptic loosening with a history of possible polymethyl methacrylate allergy; however, without the requested documentation, the possible polymethyl methacrylate allergy cannot be confirmed, and the root cause of the aseptic loosening cannot be definitively concluded. The patient reported experiencing further complications after revision to a competitor cementless system; however, all s+n components were reportedly explanted during the (B)(6) 2021 revision and the metallosis that was observed in 2022 at the time of ligament release was not due to the legion implant but to the re-revision implant as the metallosis was not present at the time of removal of the legion implant in 2021 per surgeon correspondence and does not concern a smith & nephew implant. The patient impact reportedly included the explantation of all smith & nephew components with revision to a competitor cementless prosthesis due to aseptic loosening with a history of possible polymethyl methacrylate allergy. Reportedly the patient became symptomatic the year following implantation of the cementless competitor prosthesis. Additional patient impact cannot be determined. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: d1 (alleged device is from the legion revision system), d6b (exact explantation date is unknown, it occurred in (B)(6) 2021), h6 (medical device problem code).

Event description:
It was reported that, after a legion hinge system had been implanted on (B)(6)2021, the patient underwent a ligament/tendon release procedure on (B)(6)2022. In this procedure, a striking amount of black fluid with iron flakes was found; the knee was cleaned. On (B)(6)2023, blood tests were conducted to determine levels of cobalt and chromium levels, which resulted in the diagnosis of metallosis. The patient is experiencing difficulty to walk and poor sleep because of pain, which has been managed with morphine and oxycodone. The patient reports pain in the eyes and a ringing in the ear, feels overtired and lifeless, has anemia, and has lost weight, the patient mentions there is a cyst formation inside and outside knee. Currently, the patient is awaiting a revision surgery, which is scheduled for (B)(6)2023, in order to treat this ongoing adverse event. The patient has had two previous surgeries on this knee, but it is unknown what systems were used.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
D6a: if implanted, give date and d6b: if explanted, give date b3: date of event,b5: describe event or problem, b6: relevant tests/laboratory data, including dates, b7: other relevant history, including preexisting medical conditions: h6: health effect - clinical code, health effect - impact code and medical device problem code.

Event description:
It was reported that the patient had implanted a legion hinge system on (B)(6) 2020. The patient has had two previous surgeries on this knee, but it is unknown what systems were used. After the legion hinge system was implanted the patient started to present symptoms of aseptic loosening of the tibia with a history of possible pmma allergy. These adverse events were treated with a revision surgery which uncemented competitor devices were implanted. It is known that after the revision surgery, the patient had different adverse events related to non-s&n implants.